Manufacturer narrative:
Follow-up #1: date of submission 04/04/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/13/2017 with the following findings:a review of the black box showed a zero units per hour basal program had been set, six occlusion alarms that occurred during bolus attempts, and basal deliveries that were resumed. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with a one unit per hour basal rate and at the end of testing the basal history and total daily dose showed the correct dosage. No alarms or issues occurred during testing. The complaint of the bolus totals not matching was not able to be duplicated. Unrelated to the original complaint, the battery compartment was cracked above and below the bumper pad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a history/settings (history/settings issue) issue. It was reported that there was an inaccurate delivery issue with the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.